Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, e-free and no more pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain, e-free and no more pain"), pain ("pain was mainly on the left and shooting down to my knee, deep in the bone"), arthralgia ("hip pain/knee pain, e-free and no more pain"), panic attack ("panic attack") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, back pain and arthralgia had resolved and the pain outcome was unknown. The reporter considered anxiety, arthralgia, back pain, pain, panic attack and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: adverse event. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received form social media. Reported information was added. Adverse event nos was replaced with specified events like pelvic pain, low back pain, arthralgia and radiating pain. Medical device was reported to be removed in the source document, hence pelvic pain was marked for intervention (surgery to remove essure, serious incident). The mir codes for serious events were updated accordingly. New reporter information was added. The patient initials were updated to mfc. On (B)(6) 2020: added event panic attack and anxiety. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, e-free and no more pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain, e-free and no more pain"), pain ("pain was mainly on the left and shooting down to my knee, deep in the bone"), arthralgia ("hip pain/knee pain, e-free and no more pain"), panic attack ("panic attack") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, back pain and arthralgia had resolved and the pain outcome was unknown. The reporter considered anxiety, arthralgia, back pain, pain, panic attack and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.